Manufacturer narrative:
(B)(4), date sent 4/30/2025, d4 batch # unk, mw5168987. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, #mw5168987, during an unknown procedure; stapler did not engage appropriately during surgery and the surgeon had to obtain anther stapler to continue the surgery. No patient harm was reported. Failure to form staple.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2025. Photo analysis: this is an analysis of a set of photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows the guide face and pockets area without staples, with some body fluids and no apparent damage. The second, third, fourth, fifth and sixth photos shows the device from the specific areas as the handle shroud, the battery area with a battery inserted and the safety engaged, also, the indicator area turned off. The seventh photo shows the device from the lateral right side without anvil, the safety engaged, a battery inserted and with no apparent damage. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number a9798m, and no non-conformances were identified.